Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and was ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm reported "23087" error that was confirmed via remote fe and replicated in-house. The usm was tested on an in-house test system with no triggered errors. The unit was also tested and the sine cycle had a 23087 (dof 5). A review of the site's complaint history does show patient identifier 844655 as a related complaint (same issue on a different procedure).

Event description:
It was reported that during a da vinci-assisted surgical procedure that arm 2 faulted out. This was the extent of the information provided. It is unknown if the customer continued to use arm 2 for rest of the procedure or disabled the arm. Intuitive followed up with the customer and received the following additional information: arm 2 was still able to be used for the procedure, but it had very limited movement. On 01/11/2024, intuitive surgical, inc. (Isi) received mw5149484 stating: davinci robot had fault in arm 2 in previous surgical case that was reported as cleared by davinci rep. Upon docking robot to surgical field and beginning procedure the fault message returned and arm 2 was initially still able to be utilized but after 10 minutes arm 2 became non-functional. The arm was disabled and the procedure was modified to from original surgical plan to accommodate robot malfunction.